Event description:
Procedure type: bowel resection. According to the reporter: customer reports that they fired the stapler on tissue and had difficulty in the firing sequence (not smooth) and when the stapler was removed, the staples did not form correctly throughout the staple line. Staple line opened and required another stapler without further consequence. No other information related to patient available. No bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. The device is being returned for evaluation. No reinforcement material used.

Manufacturer narrative:
(B)(4).